Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Nsln episodes were observed. Device was reprogrammed and remains implanted. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.